Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure on (B)(6) 2020 of a drg system, the drg lead when being explanted snapped a little portion of the lead inside and the physician left the fragmented device inside and successfully removing the remaining lead. A new lead and extension was placed addressing the issue.